Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 59-year-old patient was admitted for planned heart catheterization. Post procedure, the patient developed bradycardia and cardiac arrested. She was cannulated with va ECMO and transported to the cvor for placement of an impella 5.5. The device smoothly transitioned past the anastomosis and innominate/subclavian junction into the ascending aorta without complication; however, it was noted that there was resistance within the ascending aorta and the procedure was aborted. The physician opted to place an impella cp instead for left ventricular unloading on ECMO. The patient underwent embolization of the splenic artery due to a bleed and subsequent thrombus from CPR injury. The patient underwent coronary artery bypass surgery, and the impella cp was removed on (B)(6) 2025. The thrombus noted in the splenic artery appears to be secondary to active CPR and not associated with the impella pump. No other clinical information was given.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.